Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. As the slda occurred over a year after the clip was implanted, it is possible the patients condition and leaflet pathology deteriorated, resulting in inadequate leaflet insertion in the clip; however, this cannot be confirmed. The reported worsening mr appears to be related to procedural conditions and likely related to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that on (B)(6) 2015 one mitraclip was implanted. On (B)(6) 2016 an echocardiogram was performed which found the mitraclip was only attached to one of the two mitral valve leaflets. A second clip procedure was performed on (B)(6) 2016 reducing mitral regurgitation from grade 2-3 down to grade 1 with one mitraclip. No additional information was provided.